Event description:
(B)(4). Pain in right lower abdomen radiating down inside of right leg and abdominal bloating. I had 2 transvaginal ultrasounds, 2 pelvic ultrasounds, a CT abdomen and pelvis with contrast, lab work, 2 months of lupron injections, and on (B)(6) 2015 removal of fallopian tubes and essure coils. My pain is completely gone and my abdomen is 1.5 inches smaller than the day prior to removal of tubes and coils. My insurance did cover the device placement.